Event description:
Patient reported obtaining back-to-back blood glucose results of 45 mg/dl, 55 mg/dl, and 100 mg/dl, while using the suspect device. Patient indicated that, at the time the results were obtained, he was feeling like blood glucose was low. Patient self-treated by eating. No injury was reported. Patient stated that, after the results were obtained, quality control testing was performed on the suspect test strips and the results were outside of the acceptable range. At the time of the report, patient no longer had the suspect test strips.